Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that a hcp explanted the pump on (B)(6)2017. It was also reported the patient weighed (B)(6) at the time of the issue. No further complications were anticipated/reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that the brand of baclofen used was lioresal. Additional medical history included cp (cerebral palsy), tethered spinal cord and gait impairment. It was reported that concomitant medications included calcium, magnesium, climara (estradiol), flonase (fluticasone propionate), actonel (risedronate sodium), vitamin c, fish oil, and senna-s (docusate sodium - sennosides). It was reported that on (B)(6) 2017 at 9:04 am the pump went into safe mode and the itb (intrathecal baclofen) dose was stopped. It was reported that on (B)(6) 2017 at 10:00 pm, the pump began beeping and on (B)(6) 2017, the patient went to the physician¿s clinic and the pump was interrogated. H reflexes (presumed hoffman¿s reflexes) were obtained, deep tendon reflexes were grossly intact everywhere, tone was 5/5 and the patient was itching, irritable and anxious. The physician was unable to access csf (cerebrospinal fluid) with sideport aspiration. Neurosurgery was contacted and oral baclofen and periactin (cyproheptadine) were started. On (B)(6) 2017, the patient was admitted to the hospital for pump replacement due to pump failure and the pump was explanted that same day. Following the replacement, itching and spasticity improved. On (B)(6) 2017, the patient was discharged. No further complications were anticipated/reported.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (125 mcg/ml at 74.55 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2017 it was reported that a pump alarm was heard and confirmed by telemetry. On (B)(6) 2017, a critical alarm occurred. The alarm was due to low battery reset occurred, reset occurred, and safe state occurred. Yesterday ((B)(6)2017), the patient started having symptoms of itching and increased spasticity. The patient had also seen a neurosurgeon yesterday to schedule a pump replacement and it was currently scheduled for (B)(6)2017. No further patient complications have been reported as a result of this event.